Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. Philip's service technician provided the customer with information to replace the straps. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the unit's tank straps became worn and broken. There was no patient involvement. The event date was not specified; estimate used.